Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 531 mg/dl. Customer also reported no delivery alarm. Customer reported that, the no delivery alarm was resolved by changing complete set of infusion and reservoir. Customer reports alarm did not occur during manual prime. The blood glucose was around 300 mg/dl which was treated with insulin pump. Customer had high blood glucose of 543 mg/dl now. The customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.